Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required including: abdominal radiographs to examine device integrity; and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complication or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. No product was returned to assist in this investigation. An internal clinical review indicated the event was caused by patient anatomy.

Event description:
A male underwent aaa repair in 2006, to repair an endoleak and migration of another manufacturer's stent. Placement of the renu device encountered difficulties removing the sheath. The 30-day follow-up noted a type ii endoleak present. Now at 238 days post-renu, reports that the renu graft was occluded. Additional information has been requested. The patient has not experienced any adverse events, secondary interventions, or conversion to open repair since the last visit.